Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device evaluation: the actual device was returned for evaluation. The device was evaluated, and the reported condition was confirmed. A visual and functional assessment was performed which determined that the device failed the safety assessment, ran in the load position and was power broken. It was further determined that the device was missing the connector cap and the connector cap cable was broken-failed loctite and cable assessments. During service/repair, it was observed that the locking components were damaged, allowing the device to run in the load position. It was further determined that the issue with the damaged locking components was consistent with trying to run the device in load position or pushing on the disconnect sleeve while the device was running. It was further determined that the issue with the missing connector cap was consistent with mishandling by using excessive force by pulling on the cap. It was determined that the issues were consistent with mishandling. The assignable root cause was determined to be due to user misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the motor device was spinning in locked position. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.